Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported "alarm- failure to alarm" and the "standby" yellow alarm light doesn't work. No patient involvement.

Event description:
The customer reported "alarm- failure to alarm" and the "standby" yellow alarm light doesn't work. No patient involvement.

Manufacturer narrative:
The customer's reported issue of "alarm- failure to alarm" and the "standby" yellow alarm light doesn't work was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced display board due to damaged pad on d2 which caused light error. Replaced broken air in line, corroded rear case. Device not affected by bezel post recall.based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the lvp display board assy.a review of the device history record showed the device had a manufacture date of 03/16/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.